Event description:
It was reported that the 23 g x 1-1/4 in. Eclipse needle smartslip experienced leakage. The following information was provided by the initial reporter: needle breaking the leur lock component of the vaccine syringe when attached. There have also been reports of vaccine leakage around the needle.

Manufacturer narrative:
H.6. Investigation: bd has been provided with samples for 305886 lot 1709010 to investigate for this record. 1 used sample was returned disengaged from a syringe but with the luer-lock accessory and 1 opened with an empty blister. Visual inspection revealed no defects or damage to either samples. As a result, bd was unable to verify the reported issue. Returned samples were attached to a reference syringe and no issues were observed when attaching. No leakage was noticed during this demonstration. The device history report review reveals no issues or abnormalities related to the manufacturing process.

Manufacturer narrative:
Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the 23 g x 1-1/4 in. Eclipse needle smartslip experienced leakage. The following information was provided by the initial reporter: needle breaking the leur lock component of the vaccine syringe when attached. There have also been reports of vaccine leakage around the needle.